Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to an infection. The patient's blood culture tested positive for (B)(6). The right ventricular (rv) lead exhibited high thresholds and had vegetation on the lead. No further patient complications have been reported as a result of this event.